Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump displayed an alarm and the programmed settings are lost when it's turned on. There were no patient involved.

Manufacturer narrative:
During the evaluation of the device, the initial complaint was confirmed. The cause of the complaint was found to be an inoperable mother board, air detector, keypad, overlay and the motor revolutions was reset. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.